Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2017-02601. Evaluation results: the device was returned to zoll medical corporation; visual evaluation of the device found evidence consistent with tampering. Due to the condition in which the device was received, root cause analysis could not be performed. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.